Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was implanted. The implant depth of the valve was 4mm at ncc and lcc. It was noted that there was calcification extending 4.4mm into the lvot. A new lbbb was observed post deployment. The procedure was able to be successfully completed. Post-procedure, the patient developed bradycardia and a permanent pacemaker was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block and bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, cause for the reported heart block and bradycardia could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.